Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic valve, the valve was explanted and replaced with an unknown device. The reason for explant was not reported. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the physician that during the implant of this 31mm mitral valve, a core-knot device was used. All the sutures were tied with the core-knot device, and one suture at the 3:00 position broke. The valve was pulled out slightly so a pledget could be retrieved from behind the valve. Once this pledget was retrieved the physician placed one suture by hand and continued circumferentially around the annulus using a core-knot device. Upon examination of the valve "there was a pledget over the post at the left lower area". During removal of this pledget the valve was damaged and had to be removed and replaced with a bioprosthetic valve of same size and model. The patient was reported to be stable following a successful valve implant. If information is provided in the future, a supplemental report will be issued.